Manufacturer narrative:
Battery/bat311397 UDI# (B)(4). The battery was not returned to manufacturer. (B)(4). The batteries were not returned for evaluation. Review of the receiving inspection records confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors between the controller and batteries. The manufacturer has opened an internal investigation to investigate communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other product involved in this event: battery/(B)(4); cat #1650; exp.date: 01/31/2017; mfg. Date: 01/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in the clinic with concern of power switching. Noted from log files that critical battery alarms had been noted on these two batteries. No damage or known issues with the batteries or controller. Batteries were exchanged and it was stated that there were no effect on patient. No additional information available.